Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 407mg/dl. The customer treated with insulin. Troubleshooting was performed and found that there was one air bubble in the reservoir. It was also found that there were no leaks, site or insulin issues. Customer was advised to keep the reservoir at room temperature and to monitor the pump. The product was not returned for analysis.